Manufacturer narrative:
(B)(4). The original date of onset was reported to be (B)(6) 2015; however, the pd nurse could not confirm that date and reported the date of diagnosis as (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On the same day as hospitalization, the patient was treated with unspecified antibiotics for the peritonitis. The patient was discharged seven days after admission. On an unknown date subsequent to hospitalization, the peritoneal dialysis catheter was removed. Peritoneal dialysis therapy was discontinued and the patient was transferred to hemodialysis. The patient reported they were recovered from the peritonitis event; however, the pd nurse was unable to confirm the recovery status. No additional information is available.